Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined that the reported failure to advance and additional therapy/non-surgical treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use(IFU) states: if more than one stent graft is required, the distal stent graft should be placed initially, followed by placement of the proximal stent graft. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the left anterior descending artery (lad). During the procedure a perforation occurred during use of another device. The 2.8 x 16 mm graftmaster stent was placed in the proximal lad successfully, but due to the length of the perforation required another graftmaster stent to complete coverage. A 2.8 x 19 mm graftmaster stent delivery system (sds) was advanced to go distal to the other stent; however, would not cross through the deployed graftmaster stent. The sds was retracted without issue and a second 2.8 x 16 graftmaster stent was advanced without any further problems and was deployed successfully sealing the perforation. The patient is doing well. There was no clinically significant delay in the procedure due to the use of the graftmaster stents. No additional information was provided.